Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was beeping. An interrogation of the device found it had reached an eri (elective replacement indicator) battery status in 2.5 years. The patient is dissatisfied with the longevity of the device as he was told it would last 5-7 years.